Event description:
It was reported to philips that the system gave an alert indicating the table performed an uncommanded movement during booting. The user was unable to perform a restart of the system. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.